Event description:
Pt called lifewatch on (B)(6) 2010 and stated that she was returning the device because the white lead had burned her twice.

Manufacturer narrative:
In house preliminary testing has not been performed.